Manufacturer narrative:
On 8/15/2017 - we have received the device. Investigation is currently in progress.

Event description:
On 7/24/2017 - the consumer claims the cover came out of the product and burned her hip. The consumer went to the hospital to receive treatment for the burn.

Manufacturer narrative:
On (B)(6) 2017 - we have received the device. Investigation is currently in progress. 09/19/2017 - manufacturers narrative: temperature and electrical testing was performed per ul130 standard. 9 copper plates, measured 2"x2" were placed on the pad in a matrix on both sides to be able to pick up abnormally high temperature spots. Temperature was taken at equilibrium and at 1 hour. A graph of the temperatures is included. Temperature equilibrium was reached at 28 min ( normal use time ) and t max was 52c. After 60 min t max was 55c. Maximum temperature allowed by ul130 is 70c on pvc enclosure. Foam cover reduces temperatures. ( heating pad was within temperature limits set by underwriters laboratories ul). Once normal temperatures were complete, the unit was folded per the creases found from the unit. Heating pad was then run for 60 min in an abnormal condition (with weight added to simulate pressure) and had a t max of 56c - no significant difference from normal tests. Unit complies with electrical rating (42w at 120v) and is within temperature limits (<70c). Equipment: omega dp465 calibrated; 15feb/2017 magtrol 5100 calibrated; 26jan2017 no corrective action required. Could not determine root cause of burns. For people with sensitive skin or medical conditions that cause the skin to be less sensitive, constant care and diligence is required when using a heating product. The extent or "deepness" of the burn would suggest an amount of time caused this to happen. No use time was provided, but the recommended use time of 30 min, with constant checking, would not have caused this bad a burn. From ib: "for maximum benefit, use should not exceed 30 minutes at one time."

Event description:
On (B)(6) 2017 - the consumer claims the cover came out of the product and burned her hip. The consumer went to the hospital to receive treatment for the burn.